Event description:
It was reported that the patient received an inappropriate shock due to oversensing. It was also noted that the pacing impedance was high, at greater than 2000 ohms. The hvb impedance could not be not measured by the device. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) distal conductor fractured; proximal segment returned and analyzed.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
(B) (4)